Event description:
It was reported through literature that an asahi gaia second guide wire was fractured and left in the right coronary artery (rca) of a patient, requiring additional treatments. Publication: advances in interventional cardiology 2024; 20, 1 (75): 109-111. Title: coronary wire entrapment and unraveling during cto pci - how to retrieve a filament from the aorta excerpts are as follows: a 65-year-old woman with hypertension, hypercholesterolemia and diabetes was diagnosed with inferior wall myocardial infarction in another medical facility and received a percutaneous coronary intervention (pci). A bare metal stent (bms) was deployed in the right coronary artery (rca) and another in the left anterior descending artery (lad) in 2009. In 2022, a pci was performed for the lad to deploy 2 drug-eluting stents (dess) and to treat the lesion with a drug-coated balloon (dcb) due to in-stent restenosis. At the same time, in-stent restenosis was also observed on the rca; therefore, a pci was scheduled in september 2023. The target lesion was the in-stent restenosed cto in the rca with moderate calcification. After balloon dilatation, an asahi gaia second was found stuck in the stent in the mid rca, unraveled, and fractured, leaving a fragment in the proximal end above the bifurcation of the aorta. As the retrievals with snaring were unsuccessful, the patient was referred to the subject medical facility for fragment retrieval. Angiogram revealed the tip of the fragment in the mid rca but the proximal end could not be confirmed. The fragment looked floating freely in the aortic arch. An attempt was made from the ascending aorta with a 27-45 mm atrieve tulip-snare (argon) introduced in a 6f guidezilla guide catheter extension (boston scientific) to capture and pull the fragment into the guide catheter extension while directing the guide catheter extension into the rca ostium on the fragment used as a rail. When the guide catheter extension was advanced as far as possible and pulled together with the snare simultaneously, the fragment was fractured again. A part of the fragment was retrieved but the rest was left in the guide catheter extension. Then, a solaris 2.5/20 mm semi-compliant balloon (medtronic) was introduced into the guide catheter extension to trap the filament at the tip. When the guide catheter extension was pulled, another fragment was removed, leaving a few centimeters of the fragment left in the rca. Having considered the time taken, contrast media volume used, and x-ray exposure, a decision was made to discontinue the procedure at that time. The patient remained on dual antiplatelet therapy (dapt), and cardiac magnetic resonance (MRI) as well as clinical follow-up was scheduled in 3 months.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected devices were discarded and not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the literature information and referring to known similar events, it was presumed that stress exceeding the product design limit might have been applied as guide wire manipulation continued while the subject gaia second guide wire had been caught in the deployed stent or restenosed lesion, restricting the guide wire movement. Consequently, the distal segment of the guide wire was separated. It was concluded that the reported events were not attributed to product quality. No CAPA will be taken. The instructions for use (IFU) states: [warnings] observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] separation of the guide wire.